Event description:
It was reported that during pump replacement due to normal end of life, and upon cutting the existing catheter and adding an sc connector, the hcp (healthcare provider) was unable to aspirate the drug from the catheter; only a little drop of fluid came from the catheter. Information regarding priming of the new pump and volume specifications of the new pump and existing catheter, as well as priming bolus theory and use were discussed. There were no reported patient symptoms or complications. On (B)(6) 2014, it was noted that the patient was doing fine. The hcp gave oral medications ¿in case¿; there were no signs of withdrawal. The pump was being used to deliver clonidine and morphine (unknown).

Event description:
Additional information received reported surgical intervention in regards to the failure to aspirate did not occur. The patient recovered without permanent impairment in terms of how they were now doing.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j0058218r, implanted: (B)(6) 2001, product type: catheter. (B)(4).